Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm due to completely broken reservoir tube lip. However, the drive support disk was inspected and no anomaly noted. Device received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to esc to the status screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.